Event description:
It was reported that there was a disconnection between a titanium adapter and a transfer set. This event occurred during use of the devices for peritoneal dialysis (pd) therapy. There were no damages noted to the devices. The titanium adapter was replaced and one dose of prophylactic antibiotics was given to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was determined (by quality engineering) that the device involved in this event (titanium adapter) was a non-baxter product. H10: based on additional information received, the titanium adapter was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.